Event description:
The account generated a negative axsym hcv result on a patient who prevoiusly tested axsym hcv reactive. Every year the patient tests axsym hcv reactive (s/co =2.2). This time, the patient tested axsym hcv negative (s/co =0.7). No additional testing was performed on the specimen. No patient clinical information is available. The negative axsym hcv result was not reported outside of the laboratory. No impact to patient management was reported.